Manufacturer narrative:
Retainer ring:black. Customer complained on (B)(6) 2021 the buttons are not responding and the display is blank. Device passed displacement test, self test, active current measurement and sleep current measurement. Device was monitored. No blank display noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power anomalies noted during testing or in the pump trace download. Intermittent response from all buttons due to moisture damage to keypad traces. Device passed the keypad voltage test. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads and faded serial number label. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No blank display noted during testing. However, found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer was woke up with black screen. Customer stated buttons were not responding. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.